Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the visual inspection of the returned device performed as part of the manufacturing investigation reported the screw was in very good condition. The screw head had some markings inside, indicating a screwdriver had been inserted. The screw shaft showed very light markings. It¿s not clear from the complaint description where the ¿insertion¿ occurred, as it does not appear that the screw had been fully inserted into bone as the tip of the screw is intact. A functional test was carried out and it was possible to insert and remove each screwdriver from the head of the screw returned. This is indicative of a little resistance was felt upon removal, but this is normal as the screwdriver's tip engages the head of a screw to prevent the screw from falling off during use. The screw was manufactured march 2013 to specification. No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the complaint received states that the polyaxial screw in question did not separate from the screw driver in insertion. There was a 30 minute surgical delay. This is report number 1 of 3 for (B)(4).

Manufacturer narrative:
Additional product codes: mni, mnh, kwp, kwq. Subject device has been received and is currently in the evaluation process. A device history review was conducted. The report indicates that there no ncrs were generated during production. There were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.